Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 90% stenosed diffuse target lesion was located in the calcified, and moderately tortuous proximal to mid right coronary artery. The lesion was predilated. The 2.5 x 38mm promus element plus mr stent delivery system (sds) was advanced, but was unable to cross the lesion. During removal, resistance was encountered, so the 6fr non bsc guide catheter and sds were removed together. The proximal edge of the stent was noted as lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR. Initial visual examination noted that the device was returned together with the guide catheter. The device was still inserted in the guide catheter and microscopic review of the stent noted that it was severely damaged at the proximal end. This end appeared to have caught in the guide catheter during withdrawal. Further review, found a hypotube break located at the distal edge of the strain relief. The manifold and strain relief were not returned for review. The device could not be removed from the guide catheter due to the severity of damage present to the stent. No further damage was noted which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 90% stenosed diffuse target lesion was located in the calcified, and moderately tortuous proximal to mid right coronary artery. The lesion was predilated. The 2.5 x 38 mm promus element plus mr stent delivery system (sds) was advanced, but was unable to cross the lesion. During removal, resistance was encountered, so the 6fr non bsc guide catheter and sds were removed together. The proximal edge of the stent was noted as lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).